Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event(s) was/were identified which occurred in the therapy initiated on (B)(6) 2013 21:27:49. During night drain cycle 3, the patient's ultrafiltration reading was 1723ml, indicating the home patient (hp) drained 1223ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the reported increased intra peritoneal volume (iipv) event. The cause was determined to be that the user had set the tidal total ultrafiltration removal too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available a supplemental report will be submitted.